Event description:
A site biomed representative reported that prior to a cranial shunt procedure, the software became unresponsive while in the select patient task. Re-booting did not return the system to normal function. An alternate navigation system was brought in for use in the upcoming surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No logs/files were returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported that the system hard drive was nearing full. Patient exams were removed and the navigation system is now functioning properly. No further issues have been reported. No patient files returned.